Manufacturer narrative:
A product sample has been received by the manufacturer and it is awaiting evaluation. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported there was lack of air during the fluid air exchange (fax) and the machine ejected the cassette. The cassette was replaced and the procedure was completed. There was no harm to the patient. No additional information is expected. This is one of four reports from this facility.

Manufacturer narrative:
The lot complaint history was reviewed, this is the seventh complaint for the finish goods lot; however, the third for this issue. The device history record (DHR) shows the product was released per specifications. The wet returned sample was visually inspected and the infusion cannula was not returned. Replacing the infusion cannula line from the one in the lab stock, the sample was tested using the console. The cassette properly engaged when inserted into the console and proper recognition of the cassette was displayed. The sample failed to prime and generated system code indicating noisy calibration flow readings. Fluid was observed leaking pass the auto infusion valve (aiv) into the air infusion line. The infusion manifold was replaced and the sample retested. The sample could prime and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. With the infusion control on, fluid flowed from the cassettes continuously without generating air to the infusion lines. When the fluid/air exchange (f/ax) control was on, only air was introduced from the cassettes to the infusion lines. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Fluid ingress into the air line during liquid infusion was observed. Fluid leakage pass the aiv during infusion could potentially cause or contribute to the customer's experience. The aiv defect is consistent with an error that can potentially occur during the manufacturing process of the housing assembly. Action will not be taken for this occurrence. After a thorough investigation of this complaint and analysis of complaints of this nature confirm no unfavorable trend for this event. The manufacturer internal reference number is: (B)(4).